Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (app) removed and replaced with a tectra penile prosthesis . The app was explanted and a new tectra device consisting of a 13mmx27cm cylinders were implanted.